Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range pacing and shock impedance measurements. An x-ray was performed and noted that the distal pin was not fully inserted into the device header. An invasive procedure was performed. The distal pin was fully inserted into the device header and appropriate shock and pacing impedance measurements were observed. This product remains implanted and in service. No additional adverse patient effects were reported.